Event description:
It was reported that the motor device "produced an e2 error code". The reporter did not know if the knurl knob was rotated clockwise to ensure that the hand piece was not locked. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No patient harm, adverse outcome or injury was alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and could not duplicate an e2 error code. However, the device was tested and it was found that the hand control doesn't work. Therefore, the reported condition was confirmed. The assignable root cause was determined to be immersion during cleaning. If additional information should become available, a supplemental medwatch report will be sent accordingly.